Event description:
The hoist was being moved down the corridor without a pt, it was pushed over a carpet bar and over a hole, then the battery fell out and hit the nurse in the face. One person involved.